Manufacturer narrative:
Correction: g3.

Event description:
N/a

Manufacturer narrative:
The pres board was returned to tosoh instrument service center for investigation. Functional testing confirmed reported failure of the board. The most probable cause of the reported event was due to failure of the pres board.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced error by re-running a patient sample as well as quality control (qc) as a patient sample, both produced the sample clog error. While troubleshooting, fse performed a clog sense test which did not pass and found the pres board unresponsive to any adjustments. Fse replaced the pres board and adjusted the clog sense ranges appropriately according to the service manual specifications. Fse successfully re-ran the patient sample and qc as a patient sample with dilutions, without any errors. The customer ran qc and confirmed the aia-900 analyzer was operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 - flags and error messages states: sc. Clogging of the specimen occurs, preventing measurement from taking place. Print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a [2076] clogging detected at specimen. Cause: the negative pressure generated by suction of a (rack ID, rack, position, specimen ID) specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported getting sc sample clog error message "2076 clogging detected at specimen" during a sample run on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to dilute and run a second sample, which they did but error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.